Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. On (B)(6) 2021, the patient had surgery. Thought they turned off the device, but when they went to turn it on, it was on. The patient went to the office to check if the device was still okay. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had surgery last thursday to have their uterus removed due to cancer. Patient stated they thought they turned ins off for surgery and reported when they went to turn therapy back on following surgery they noticed therapy was already on. Patient stated prior to surgery they would use one pad per day due to a persistent leak (confirmed pt was still getting 50% reduction in symptoms), but reported since surgery they was no longer leaking. Patient stated now they could wear the same pad for 7 days. Patient stated they thought something would be seriously wrong if they left therapy on for surgery. Patient confirmed they did turn therapy off prior to surgery and when they checked therapy status after surgery therapy was on. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt mentioned they have pain under their stomach from the surgery noted above.